Event description:
MFR received ins device for analysis after explant due to infection. The device was explanted in 2006. The infectious organism was reported as unk. No additional info on pt symptoms or outcome were available at the time of this report.